Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling / bloating") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced abdominal distension (seriousness criterion medically important), deafness ("loss of hearing"), feeling drunk ("sensation of inebriation"), sinusitis ("sinusitis"), sensation of foreign body ("discomfort (lump) in the throa"), dry eye ("dry eyes"), visual impairment ("vision problem /vision deterioration "), disturbance in attention ("attention difficulties"), dysuria ("severe urination problems"), skin odour abnormal ("unusual odour from the body"), memory impairment ("memory disorders"), aphasia ("severe aphasia"), tension ("tension"), headache ("headaches"), burning sensation ("burning sensations in the body"), pruritus ("itching over the body"), alopecia ("severe hair loss"), tendon pain ("tendon pain") and depression ("depressive tendencies"). Essure . At the time of the report, the abdominal distension, deafness, sinusitis, sensation of foreign body, dry eye, visual impairment, disturbance in attention, dysuria, skin odour abnormal, memory impairment, aphasia, tension, headache, burning sensation, pruritus, alopecia, tendon pain and depression had not resolved. The outcome of feeling drunk was unknown. No causality assessment was received for essure with regard to deafness, feeling drunk, sinusitis, sensation of foreign body, dry eye, visual impairment, disturbance in attention, dysuria, skin odour abnormal, abdominal distension, memory impairment, aphasia, tension, headache, burning sensation, pruritus, alopecia, tendon pain or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 31-jul-2023. The most recent information was received on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling / bloating") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced abdominal distension (seriousness criterion medically important), deafness ("loss of hearing"), feeling drunk ("sensation of inebriation"), depression ("depressive tendencies"), sinusitis ("sinusitis"), sensation of foreign body ("discomfort (lump) in the throat"), dry eye ("dry eyes"), visual acuity reduced ("vision problem /vision deterioration"), disturbance in attention ("attention difficulties"), dysuria ("severe urination problems"), skin odour abnormal ("unusual odour from the body"), memory impairment ("memory disorders"), aphasia ("severe aphasia"), tension headache ("tension headaches"), burning sensation ("burning sensations in the body"), pruritus ("itching over the body"), alopecia ("severe hair loss") and tendon pain ("tendon pain"). Essure . At the time of the report, the abdominal distension, deafness, depression, sinusitis, sensation of foreign body, dry eye, visual acuity reduced, disturbance in attention, dysuria, skin odour abnormal, memory impairment, aphasia, tension headache, burning sensation, pruritus, alopecia and tendon pain had not resolved. The outcome of feeling drunk was unknown. No causality assessment was received for essure with regard to deafness, feeling drunk, sinusitis, sensation of foreign body, dry eye, visual acuity reduced, disturbance in attention, dysuria, skin odour abnormal, abdominal distension, memory impairment, aphasia, tension headache, burning sensation, pruritus, alopecia, tendon pain or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 31-jul-2023. The most recent information was received on 12-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling / bloating") in a female patient who had essure inserted (lot no. He0119u) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced abdominal distension (seriousness criterion intervention required), deafness ("loss of hearing"), feeling drunk ("sensation of inebriation"), depression ("depressive tendencies"), sinusitis ("sinusitis"), sensation of foreign body ("discomfort (lump) in the throat"), dry eye ("dry eyes"), visual acuity reduced ("vision problem /vision deterioration"), disturbance in attention ("attention difficulties"), dysuria ("severe urination problems"), skin odour abnormal ("unusual odour from the body"), memory impairment ("memory disorders"), aphasia ("severe aphasia"), tension headache ("tension headaches"), burning sensation ("burning sensations in the body"), pruritus ("itching over the body"), alopecia ("severe hair loss"), tendon pain ("tendon pain") and vision blurred ("blurred vision / difficult to focusing"). The patient was treated with surgery (to remove essure sterilisation exploration). At the time of the report, the abdominal distension, deafness, feeling drunk, depression, sinusitis, sensation of foreign body, dry eye, visual acuity reduced, disturbance in attention, dysuria, skin odour abnormal, memory impairment, aphasia, tension headache, burning sensation, pruritus, alopecia and tendon pain had not resolved. The outcome of vision blurred was unknown. No causality assessment was received for essure with regard to deafness, feeling drunk, sinusitis, sensation of foreign body, dry eye, visual acuity reduced, disturbance in attention, dysuria, skin odour abnormal, abdominal distension, memory impairment, aphasia, tension headache, burning sensation, pruritus, alopecia, tendon pain, depression or vision blurred. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Quality-safety evaluation of ptc: for essure: . The most recent follow-up information incorporated above includes data received on: 12-mar-2024: new event blurred vision added. Lot number added. Essure removal details (removal surgery name & date added) action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 20-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("abdominal swelling/bloating") in a female patient who had essure inserted (lot no. He0119u) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion intervention required), deafness ("loss of hearing"), feeling drunk ("sensation of inebriation"), depression ("depressive tendencies"), sinusitis ("sinusitis"), sensation of foreign body ("discomfort (lump) in the throat"), dry eye ("dry eyes"), visual acuity reduced ("vision problem/vision deterioration"), disturbance in attention ("attention difficulties"), dysuria ("severe urination problems"), skin odour abnormal ("unusual odour from the body"), memory impairment ("memory disorders"), aphasia ("severe aphasia"), tension headache ("tension headaches"), burning sensation ("burning sensations in the body"), pruritus ("itching over the body"), alopecia ("severe hair loss"), tendon pain ("tendon pain") and vision blurred ("blurred vision/difficult to focusing"). The patient was treated with surgery (to remove essure sterilization exploration). Essure was removed on (B)(6) 2024 at the time of the report, the abdominal distension, deafness, feeling drunk, depression, sinusitis, sensation of foreign body, dry eye, visual acuity reduced, disturbance in attention, dysuria, skin odour abnormal, memory impairment, aphasia, tension headache, burning sensation, pruritus, alopecia and tendon pain had not resolved. The outcome of vision blurred was unknown. No causality assessment was received for essure with regard to deafness, feeling drunk, sinusitis, sensation of foreign body, dry eye, visual acuity reduced, disturbance in attention, dysuria, skin odour abnormal, abdominal distension, memory impairment, aphasia, tension headache, burning sensation, pruritus, alopecia, tendon pain, depression or vision blurred. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kg. Batch no: he0119u. Manufacture date: 2015-10. Expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-mar-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.